Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for hemodynamic support. While on support, the physician tried to reposition under echocardiogram (echo) guidance and pulled the impella out of the ventricle. The physician then tried to maneuver the impella back into ventricle, and the cannula prolapse onto itself. The cannula would not straighten, and the patient decompensated with lack of ventricular support. The family did not want to continue care and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.